Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The decision was made to continue venoarterial extracorporeal membrane oxygenation (va ECMO) support with upgrade to impella 5.5 on a patient that was seen for heart transplant evaluation and possible left ventricular assist device (lvad) or transplant. During the right axillary 5.5 insertion site noticed jackson pratt-drain bleeding overnight, multiple blood products given, and bedside washout was performed. The bleeding was stopped.